Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 1.9 inr, customer meter and retention strips: 1.9 inr. Marcumar 4: retention meter and master lot strips: 2.4 inr, customer meter and retention strips: 2.4 inr. The maximum difference between measurements with the same blood sample was 0% the obtained inr results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 330462) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 2.8 inr. The result from a coaguchek meter at the doctor's office was 2.1 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The suspect product was requested to be returned for investigation.